Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a damaged touchscreen that needs replaced. It was reported there was no patient involvement at the time the issue was discovered. Investigation ongoing.

Manufacturer narrative:
Upon further investigation, this case has been downgraded as it was confirmed that the touchscreen has a crack, no failure. Therefore, this complaint no longer meets reportability requirements.